Event description:
In 2004, the pt was implanted with a transobturator sling. Subsequently, the pt experienced discomfort and a discharge. In 2005, 3 - 4 cm of tape was excised during a clinical office visit. Approx four months later, another small piece of tape was excised. The pt's symptoms did not improve. In 2007, it was determined that more of the surgical tape remained implanted due to mesh erosion. No other info is available.